Manufacturer narrative:
Section b5: additional information added. Investigation results: 1. DHR/bhr review (lot#4323694): 1) this batch of products were assembled at intima ii auto line 2 in dec 2024 and packaged at r240 package line in dec 2024. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 2. The customer returned 3 photos but did not provide the defective sample. The photos show: the defective sample with batch number 4323694 has damage on the extension tubing. 3. The retained sample of this batch is taken for the relevant functional test: the pinch clamp sealing pressure test (test process: the extension tubing is pinched by the pinch clamp in the same position for more than 64 times and then held in the pinched state under 800mm pressure device for 3 days). The test result shows that there is no leakage/damage at the extension tubing. 4. When the extension tubing is pinched to one side and not centered in the pinch clamp, the extension tubing may be damaged. Suggestion: before use, please check and ensure that the extension tubing inside the pinch clamp is straight and centered. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormalities are found in the process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. The returned photos show damage on the extension tube; however, since the defective sample was not received, it was not possible to identify the specific defect condition of the extension tube damage or the clamping status of the sealing clip, so the root cause of the extension tube rupture and leakage cannot be confirmed. Plant will continue tracking this kind of defect.

Event description:
Additional information: the clinical user was exposed to blood; medical intervention/screening was not required. No usage of powered injector to inject fluid through the device. Per customer "it is suspected that the material has burrs, and the clamp breaks after a period of time, causing leakage."

Manufacturer narrative:
H3: if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
On (B)(6) 2025, at 13:43, the patient was admitted to our pediatric ward for treatment of acute suppurative tonsillitis. A nurse inserted a closed-system intravenous catheter into the back of the patient's left hand, with all procedures proceeding normally. On (B)(6) 2025, at 8:35 am, while preparing to administer amoxicillin-clavulanate potassium injection and flushing the line, leakage was detected at the clamp site of the indwelling needle, revealing a crack that rendered it unusable. After explaining the situation to the patient's family and reassuring the child, the indwelling needle was removed and reinserted.